Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download shows the receiver ceasing to function on date of issue.(B)(6). 2017. The receiver passed all relevant tests on functional test station. Opened receiver, passed internal visual inspection. Unable to determine root cause through troubleshooting the reported event that the receiver ceased to function was confirmed. A root cause could not be determined.